Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a consumer was eating some (B)(6) manufactured ice cream. During eating the consumer found an unspecified pink IV catheter, which they reportedly had in their mouth. Consumer sought medical intervention for post exposure lab work.

Manufacturer narrative:
Investigation: the nonconformance cannot be confirmed as no sample was returned for investigation. The verbatim stated that there was a code ¿l38¿ was found on the catheter. However, the catheters produced in (B)(4) have a different code starting with the letter ¿s¿. The root cause cannot be determined as there was no returned sample. Also, the reported product had a different code from catheters produced in (B)(4). Hence, the catheter was not manufactured in (B)(4).